Manufacturer narrative:
Corrected h6: removed e2327, b15.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. B3: the date of event is unknown. Therefore, the online publication date of the literature article is used as date of event. Literature citation: kalantan, h, albuainain, a., otaif, w., alfawaz, a.m., abusayf, m.m. And albloushi, a.f. (2025). Scleral melting following scleral sutured intraocular lens using a polytetrafluoroethylene (gore-tex®) suture. Bmc ophthalmol. 25(1), pp 160. Doi: (B)(6) /s12886-025-03926-y. Gore attempted to acquire additional information to classify a specific device problem, implant dates, device identification, patient details/treatment, as well as clinical perspective of the gore device in relation to the reported event from the corresponding author. The author stated that the event appears to be multifactorial and the relationship between the gore device and the subsequent scleral thinning/scleritis remains unclear. The author has not provided any additional information. Review of the manufacturing records could not be performed as a valid lot number was not provided. Neither images enabling direct assessment of product performance nor products were returned for evaluation, therefore, a device evaluation could not be performed. This complaint was initiated based on a reviewed literature article, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed, published online on april 1, 2025: kalantan, h, albuainain, a., otaif, w., alfawaz, a.m., abusayf, m.m. And albloushi, a.f. (2025). Scleral melting following scleral sutured intraocular lens using a polytetrafluoroethylene (gore-tex®) suture. Bmc ophthalmol. 25(1), pp 160. Doi: 10.1186/s12886-025-03926-y. The aim of this case report was to describe a severe complication following scleral fixation of an intraocular lens (sfiol) using gore-tex® suture. The gore-tex® suture was used in an off-label application. A 39-year-old male with a childhood history of left eye blunt trauma and prior pars plana vitrectomy underwent sfiol. The original fixation was performed using silk sutures; however, due to intraocular lens (iol) instability, the silk suture was replaced 10 weeks later with gore-tex® suture for improved stability. One year after the gore-tex® suture implantation, the patient presented with pain, redness, and foreign-body sensation. Examination revealed active scleral melt with prolapsed uveal tissue and exposed gore-tex® suture knots nasally and temporally. Initial management included systemic immunosuppression (oral prednisolone and methotrexate) and scleral patch grafting to cover the exposed suture. Despite these interventions, scleral melting progressed, requiring a second scleral patch graft and additional immunotherapy (rituximab). Due to continued scleral necrosis and recurrent suture exposure, the gore-tex® suture and intraocular lens were ultimately removed. Following explantation, scleral melting subsided and the patient remained clinically stable without further progression. The authors suggest that an immune reaction to the gore-tex® suture or chronic inflammation from exposed suture knots may have contributed to the necrotizing scleritis and scleral melt. The author reported additionally to gore that this event appears to be multifactorial and the relationship between the gore device and the subsequent scleral thinning/scleritis remains unclear.